Event description:
During implantation of (B)(4) lens using (B)(4) inserter, the doctor sensed the lens was delivered incorrectly. The entire lens with both haptics came out, as opposed to just the leading haptic and optic upon initial push on the plunger. The doctor was unsure of the integrity of the trailing haptic, but he thought it was ok. After seeing the pt one week later, the lens has significantly decentered; and therefore, the pt was being referred to a retinal specialist. On (B)(6) 2011, add'l info received indicates that the event occurred on (B)(6) 2011 due to a bent haptic, resulting in dislocated/subluxed iol. In addition, the original procedure was complicated due to broken capsule. According to the surgeon, the centration of the lens was difficult during implantation. The iol subluxated nearly into the vitreous. The pt noticed a decrease in vision. A vitrectomy was performed (date was not provided), iol was removed and a new lens was sewn into the pt's left eye, at an outside clinic. Please reference MDR# 1119279-2011-00229 for the intraocular lens.

Manufacturer narrative:
The delivery device was not returned. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.